Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent thrombectomy and atherectomy procedure using a rotarex device. Reportedly, the rotarex got stuck to the wire and would not advance and it was hard to get out of the body. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: catheter was not returned for evaluation, and a physical investigation was not performed on the catheter. Due to no sample / images / videos received, the reported malfunction cannot be confirmed. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b (mcw; dqx), b3, b5, g3. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On(B)(6) 2026, a patient underwent thrombectomy and atherectomy procedure using a rotarex device. It was reported that the rotarex got stuck to the wire and wouldn't advance and it was hard to get out of the body. There was no reported patient injury.